Event description:
Customer reported the insulin pump was not working when trying to deliver a bolus. Customer's blood glucose level at the time was 411 mg/dl. Customer reported having to use an insulin pen. Troubleshooting occurred and the issue was resolved. No additional info is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.